Event description:
The event occurred on an unspecified date and involved a primary plum set. The reporter stated that when connecting the set to the infusion pumps, the liquid did not pass to the patient. The pumps were changed three times and still did not work, the set was changed and the problem was solved. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1: initial reporter phone number (B)(6).

Manufacturer narrative:
The complaint of no flow on the 14001-31 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 8075757 was reviewed and no non conformities were found that would have led to the reported complaint.